Manufacturer narrative:
Additional information was added to h6 & h11. H11: the actual devices were not available; however, three (3) photographs of the samples were provided for evaluation. The photographs were reviewed and showed the sponge was found fully separated from the cap. The reported condition was verified. The cause of the separation was due to mishandling during transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of five (5) minicaps was fully separated from the cap. This was identified before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.